Manufacturer narrative:
On 21-aug-2020, mentor discovered that the lot number of the suspect medical device is 6656801. On 31-aug-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During the visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Within the siltex cracking, a tear measuring approximately 0.4 cm was found. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A second product was received (product code 3542712 and lot number 6636665). No adverse events were reported for this contralateral device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-aug-2020, mentor received additional information about the event: the mentor failure analysis lab received the device for evaluation. It is a mentor siltex contour profile high 350cc saline breast prosthesis, catalog #3542712, UDI #(B)(4), PMA #p990075. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Two devices were received: one with lot number 6636665 and one with lot number 6656801. It is currently unknown which lot number belongs to the suspect medical device. If clarification is received, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for both lot numbers, and no anomalies were found related to this complaint. In addition, the mre verifies that the devices were manufactured in accordance with documented specification and procedures. The patient identifier is i.r, patient dob is (B)(6) 1963, and patient age at time of event is 57 years old. The suspect medical device is the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation of breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction procedure with an unspecified mentor textured saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation and replacement with an unspecified mentor gel breast prosthesis on (B)(6) 2020.